Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 the patient's infusion set's tubing detached/broken at site connector, but it was never installed. At the time of the event, his blood glucose level was 113 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.